Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the inner pouch of a vascular probe. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it has been determined that this complaint is a duplicate complaint of manufacture report number 1416980-2017-00929. Should additional relevant information become available, a supplemental report will be submitted.